Event description:
Patient reported wearing the pod on the abdomen for longer than 48 hours. Patient experienced a hypoglycemic event at home, reported to have occurred during the same week; (B)(6) 2026 was used for reporting purposes as an exact date was not provided. Patient reported a rapid decrease in blood glucose to 43 mg/dl, resulting in loss of consciousness. Patient regained consciousness and self-treated hypoglycemia with juice and peanut butter crackers. No emergency medical treatment was received.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.